Manufacturer narrative:
(B)(4). The lead has not been returned at this time. If it is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, increased threshold measurements, and decreased impedance measurements which were not out of range. The patient was not pacemaker dependent at that time. The lead was later explanted and replaced due to noise and oversensing. No additional adverse patient effects were reported.